Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15671. It was reported during a spinal fusion procedure, the patient's ipg was explanted and replaced (reference MFR report: 1627487-2014-08276) and the outer tubing of the patient's leads was found to be stripped. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.